Manufacturer narrative:
The product associated with this reported event was not returned for examination. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address hip pain and decreased range of motion. When the surgeon went to remove the asr head, the s-rom sleeve and stem came completely out without an extractor. Update: (B)(6) 2011 - litigation papers were received. Litigation alleges the patient was injured by excessive levels of cobalt and chromium.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.